Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 year and 9 months post implant of this annuloplasty band, the band was explanted and replaced with a bioprosthetic valve. The reason for explant was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that 1 year and 9 months post implant of this annuloplasty band, the band was explanted and replaced with a bioprosthetic valve due to endocarditis of the annuloplasty band (enterococcus faecalis). No additional adverse patient effects were reported.  Added weight and updated patient code. If information is provided in the future, a supplemental report will be issued.